Manufacturer narrative:
The device was not returned to bd for evaluation. The investigation is inconclusive for occlusion and perforation as no sample was returned. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown g2 vena cava filter model allegedly experienced occlusion and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.